Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "error code 030025." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request has been made for the return of the device. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with error code 030025 was confirmed during product evaluation. However, the root cause of the reported problem was not identified. Therefore, no repairs have been made. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8:11:00.

Manufacturer narrative:
(B)(4). The customer reported condition of error code 030025 was not confirmed during service evaluation. The quality engineer has confirmed the reported condition as failure code 507:320:666:0000. However the assignable cause was not identified. The keypad was working within specifications, therefore no repairs were performed for the reported condition. Should additional information become available, a follow-up medwatch will be submitted.